Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2013 allegedly due to metallosis. The modular head and taper adapter were removed and replaced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.